Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. It was found that when attempting to dock using the associated pendant button, the system would not complete the action. Upon inspection, the rep discovered that the shipping bar that resides on the x-stage cover was not removed during installation. There was also a pronounced dent in the x-stage cover just lateral of right side docking pin receiver. The shipping bar was removed from the x-stage cover. The cover was removed, and the dent was manually removed. System motion rehoming was performed. Normal, expected function was restored. The system would dock without issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system was unable to dock after being uncrated. When the dock button is pushed, the system jerks. All other motion movements function with no issue. No patient present.